Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic with backup vvi issue. For the past week and a half patient was feeling terrible and came in for a device check. There was normal battery depletion with battery impedance was high and therefore the device could not be restored to normal settings. The reason for the backup was a transient low battery reading. It was recommended to replace the device. Patient continued to feel slightly symptomatic complaining of excess fatigue and occasional palpitations. Device was explanted and a new device was implanted. Patient was stable with no symptoms prior, during and post procedure.

Manufacturer narrative:
The field event of backup operation was confirmed in the laboratory. The device went into back up due to transient non magnetic induction. The device was tested on the bench and no anomalies were found. The cause of the backup could not be determined.